Event description:
It was reported that the patient¿s blood glucose reached 400 mg/dl while wearing the pod between 1 and 4 hours on the arm. The needle mechanism did not fully deploy as intended during activation. The patient's blood glucose history are as follows: time bg(mg/dl) 3:59pm 400, 1:54am 170, 2:34am 129.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.